Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device seemed to be interrupted when it was attached to the motor device. There was a five minute delay to the surgical procedure. A spare device was available. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, a visual and functional assessment was performed on the device which found that it failed the cutter insertion assessment. During repair, it was observed that the bearings were worn out, corroded and broken creating a situation where the cutter was not able to be inserted. It was determined that, that was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. It was further determined that the failure was caused by worn out bearings. It was determined that the issue related to the cutter unable to be inserted was consistent with normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.